Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at normal atmospheric pressure. The device was completely pulled out from the patient's body without any problems. The procedure was completed with a different device. There were no patient complications reported post procedure.